Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the display screen was out of specification electrical and that the stylus pen was not functional. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touch screen and touch pen on a programmer were not responsive while interrogating a device. The caller was instructed to reboot the programmer by unplugging it and removing the battery. The programmer was then restarted but the issue remained. It has been requested that the programmer be returned for service. There were no recorded patient complications.